Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported issue: on 30 may 2023 (due to incorrect date on the programmer the file was dated 5 may 2023), the session could not be launched properly by the subject programmer. - in-depth analysis revealed that the observed issue resulted from an unexpected failure to retrieve the encryption key by the programmer service, which led to the impossibility to launch the session. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, before implantation of an ulys dr ICD, interrogation in the box was performed with an orchestra+ and rf antenna. After the sound indicating the rf connection, and the removal of the programming head from the box, the programmer returns to the initial page before interrogation (manager screen). A new interrogation was required to enter the programming session. As reported this behavior was already observed several times during other ICD interrogation with both, orchestra+ and smarttouch.